Event description:
The patient reported, she removed the headset of her insulin infusion set and discovered the cannula was bent in an "s" shape. She stated, she inserted a new cannula. She said, it was more difficult to insert the headset in that section of her abdomen. The patient stated, she does not have the lot number and expiration date of the infusion set at issue. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.